Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 was confirmed through baxter's functionality testing. Eval determined this condition was caused by fluid intrusion causing corrosion on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had system error 105. There was no pt involvement.